Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that no x-ray was possible generator was busy starting up. The defective part was returned for failure analysis and confirmed the continuous operation test has been interrupted after 30 minutes with a gate driver fault. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the point in the generator was defective. Fse replaced the power inverter evr (point evr) certeray. After the replacement of power inverter evr (point evr) certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error message of "no x-ray is possible, generator is busy starting up.". The device was in clinical use at the time of the event. No patient or user harm was reported to philips. Philips has started an investigation of this complaint.